Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-07142 and 2134265-2014-07173. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab was used in conjunction with a bsc imaging catheter. However, image got frozen and the device became unable to perform pullback. When the physician tried again, pullback was able to be performed. The procedure was completed with this device. No patient complications were reported.